Event description:
It was reported that the patient experienced problems with the controller for the past month. They noted that it had "blanked out" ( there was nothing on the screen) and it would not recharge when connected to ac power. The patient had the recharger cord connected when the screen went blank. The patient would take the li battery out and reset the controller and then it will work for awhile. Yesterday the recharger paddle became extremely hot while charging; they did not report any injury from the heating of the component. Additional information was received. It was reported that they could not get their controller to recharge. The patient (pt) said they were able to charge their implant but the controller would not recharge. Pt said they usually charge their implant and then charge the controller. Pt said the controller was powered on, and they could see the program screen and batteries, but when they plugged the controller into the ac power supply the green light on the controller would not flash or show that the controller was charging. Pt confirmed that when ac power supply was plugged into the outlet, the green light on the device was illuminated. The pt was directed to reset the controller (pt reported it was difficult for them to remove and reinsert battery pack). Pt inspected the plug on the ac power supply and reported it looked okay. Pt inspected controller port and said pins looked okay, and they didn't hear anything rattling inside the controller. The pt removed the battery pack from the controller and connected the controller to the ac power su supply without the battery pack inserted; pt confirmed the controller did not power on. The issue was not resolved. Pt said their device/therapy has kept them out of pain for the last two and half years. The pt called back the next day and had just received their re placement controller and was still having the same issues that were reported in this case. The pt reset their controller. After reset, pt plugged controller into ac power supply without battery pack inserted and the controller didn't power on. Pt said the ac power supply was lit up in the outlet. The pt tried a different outlet and the controller powered on. Pt then tried the previous controller in the outlet that worked and the controller powered on; pt inserted battery pack and the controller was blinking green. Pt called back stating they were having a problem charging the controller. After talking to a previous agent the device was able to charge the ins but now the pt was trying to charge the controller (ptm) and the screen was black. Pt said neither their old controller nor the replacement are working. The green light won't come on. Reviewed to keep the new controller and send the old one back. Had pt use the new controller and take the battery out. Pt plugged it in the wall and the screen came on. Pt put battery back in. It said battery low, recharge the controller soon. The light was not blinking. No damage was found. Additional information was received and it was reported that since she received the controller, the controller will not connect to implant without the paddle being plug into the controller even when the ins is fully charged up. Asked patient to connect to implant with and without the paddle while on the call and controller will not connect with implant without the paddle, and controller is showing ins 100% and controller 70%. Additional information was received from the patient. Pt called back and said that their controller will not charge from the wall today. Pss had pt reset their controller. Pt saw no visible damage to the controller. Pt plugged controller into ac power supply without battery pack inserted and the controller didn't power on. Pt said the ac power supply was lit up green in the outlet and had no visible damage. Pt then tried a different outlet and the controller still didn't power on. Pt inserted aa batteries into the controller and the controller powered on.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a recharge antenna failure (batteries low replace controller batteries soon message). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.